Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of constipation and peritonitis in a patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced constipation. It was reported that some of the lining may have got into the patient's bowels. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. Treatment was not reported and on an unreported date in (B)(6) 2011, the patient had recovered from the peritonitis. On (B)(6) 2011, the patient was discharged. Dianeal and extraneal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal or extraneal and was related to the constipation. The nurse did not comment on the causality for the constipation.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h11a03058, h11b07024, h11d12038, h11e09049 and h11f20093 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.